Event description:
An implantable pulse generator (ipg) and one lead were returned from a funeral home with no information other than they were removed after the patient died. Information identified in the manufacture's data base indicated the patient died approximately one month post the implant of the ipg system. Cause of death was requested and reported as severe anoxic encephalopathy.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Manufacture date added to (B)(4), and the conclusion codes have been added for both devices. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received from (B)(6) hospital. The patient was admitted on (B)(6) 2011 in cardiac arrest from another hospital. At the other hospital he was being treated for pneumonia, septic shock, respiratory failure, gi bleed. On (B)(6) 2011, the blood cultures were positive for gram positive cocci., sputum was growing pseudomonus with gram negative rods. The patient was seen by neurology due to severe encephalopathy secondary to anoxia. The patient had absence of some of the brain stem reflexes and given a non favorable prognosis. The patient remained unresponsive and the family agreed to terminal wean of ventilator support and he was pronounced on (B)(6) 2011 correction made to the date of death and event date. Manufacture date added to (B)(4), and the conclusion codes have been added for both devices. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.